Manufacturer narrative:
The product was not returned to zoll medical corporation for evaluation. Photos of the CPR stat-padz (p/n: 8900-0400-36) showed gel from the sternum pad detached and adhered to the pouch, and the apex pad had torn foam with slightly bunched gel; the foam damage was reportedly caused while removing the pads from the styrene liner. A review of the device history record for production lot 1425 found no discrepancies, and incoming inspection for adhesive and gel passed. Testing of the retain samples found the pads deployed within specification from the styrene liner. Without the event electrodes, the root cause could not be established. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), pads damaged during opening/removal of packaging. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.